Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device is implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured left anterior communicating artery aneurysm using penumbra smart coils (smart coils) on (B)(6) 2016. It was reported that the patient had tortuous anatomy. During the procedure, the physician successfully placed two non-penumbra coils and five smart coils in the aneurysm using a non-penumbra microcatheter. However, while placing another smart coil in the aneurysm, the physician noticed that the aneurysm became perforated. The physician therefore reversed the heparin, and then continued to place an additional three smart coils and one non-penumbra coil in the aneurysm. After the embolization procedure, the physician inserted an external ventricular drain to treat the perforation. The patient was discharged on (B)(6) 2016. The aneurysm perforation was adjudicated to be a serious device-related adverse event with a possible relationship to the smart coil system, a probable relationship to the aneurysm/disease state, and a definite relationship to the angiographic procedure.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being reported on this follow-up #01 MFR report:3005168196-2017-00627. 1. Section d. Box 5. Operator of device .